Event description:
Customer reports several issues with insulin pump. Customer reports to have received program alarm anomaly (a13), blank screen, and signal too low alarm. Customer's blood glucose was 310 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised to monitor insulin pump and call back when issues are occurring. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.